Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on 18-may-2024 after 3 or more hours of insertion. Infusion set has been used for 7 hours. Insertion site was abdomen. Customer regularly rotate site location. The glucose level was 383 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.